Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure (batch no. 922607, a72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, overactive bladder, obesity, lower urinary tract infection, asc-us, human papilloma virus infection, multiparous and subclinical hyperthyroidism. Concurrent conditions included bladder pain, menstruation delayed, amenorrhea, bladder infection, abdominal pain, prolonged periods, mood swings, shortness of breath, weight loss, neck pain, tenderness, inflammation, bladder trabeculation, constipation, uterine fibroid, uterine bleeding, hematuria, infertility female, rhinitis, polysubstance dependence, thyroid papillary carcinoma, smear cervix abnormal, dysuria, low back pain, kidney stones, sweating, hot flashes, nabothian cyst, rectocele repair and ovarian cystectomy. Concomitant products included diazepam, levonorgestrel (mirena), levothyroxine, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea") and migraine ("migraines/ headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy total laparoscopic, salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, nausea and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿general abnormal bleeding, pain. Right: 2 coils left: 2 coils. The following complications were encountered and resolved in the following fashion: right tubal spasm occurred so then placed left tube. Went back to try right tube again and device tip bent. Physician waited a few minutes for patients cramping to decrease then tried again with a new device. Was able to successfully place the device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: impression: 1. No urolithiasis; no evidence of obstructive uropathy. 2. Mildly nodular left adrenal. T-shaped iud in place; also probably status post bilateral tubal ligation. Moderately abundant stool. No other significant abnormality.; on (B)(6) 2019: impression: no evidence of stones or hydronephrosis.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Bilateral blocked fallopian tubes consistent with proper essure placement. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pregnancy test - on (B)(6) 2013: patient with negative pregnancy test.. Lot number: 922607 manufacture date: 2011-11 expiration date: 2014-11. Lot number: a72332 manufacture date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure (batch no. 922607, a72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, overactive bladder, obesity, lower urinary tract infection, asc-us, (B)(6) infection, multiparous and subclinical hyperthyroidism. Concurrent conditions included bladder pain, menstruation delayed, amenorrhea, bladder infection, abdominal pain, prolonged periods, mood swings, shortness of breath, weight loss, neck pain, tenderness, inflammation, bladder trabeculation, constipation, uterine fibroid, uterine bleeding, hematuria, infertility female, rhinitis, polysubstance dependence, thyroid papillary carcinoma, smear cervix abnormal, dysuria, low back pain, kidney stones, sweating, hot flashes, nabothian cyst, rectocele repair and ovarian cystectomy. Concomitant products included diazepam, levonorgestrel (mirena), levothyroxine, nsaids, ondansetron and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), migraine ("migraines/ headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy total laparoscopic, salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, depression, abdominal pain, vaginal haemorrhage, menorrhagia, nausea, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events general abnormal bleeding, pain. Right: 2 coils left: 2 coils. The following complications were encountered and resolved in the following fashion: right tubal spasm occurred so then placed left tube. Went back to try right tube again and device tip bent. Physician waited a few minutes for patients cramping to decrease then tried again with a new device. Was able to successfully place the device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: impression: no urolithiasis; no evidence of obstructive uropathy. Mildly nodular left adrenal. T-shaped iud in place; also probably status post bilateral tubal ligation. Moderately abundant stool. No other significant abnormality.; on (B)(6) 2019: impression: no evidence of stones or hydronephrosis.. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Bilateral blocked fallopian tubes consistent with proper essure placement. Imaging procedure (B)(6) 2013: bilateral occlusion. Pregnancy test - on (B)(6) 2013: patient with negative pregnancy test.. Lot number: 922607 manufacture date: 11-2011 expiration date: 2014-11. Lot number: a72332 manufacture date: 11-2012 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Case becomes an incident. Removal was added. Reporters, concomitant drugs, concurrent conditions, lab data and removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.